Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
Postoperative valve occlusion. The patient is male and (B)(6) years old, accepted vp shunt on (B)(6) 2016 with 823101 and 823072. No anomaly occurred in procedure. On (B)(6) 2016 the patient felt headache and vomited. CT report indicated that csf could not drain out. The surgeon did revision surgery and changed the new valve to complete. The patient is fine. The used catheter 823072 can't be returned due to discarded.